Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer attempted to change out the infusion set and could not prime the tubing because the insulin pump alarmed no delivery. Customer's blood glucose level was 520 mg/dl in the middle of the night. Her blood glucose level went down to 303 mg/dl after treating with multiple manual injections. The device was not returned.